Event description:
After being given dose after dose of valium, inappropriately prescribed, I had an adverse reaction. My family, not knowing what to do, and on the advice of a psychiatrist, forced me (involuntarily) into 2 hospitals. One in (B)(6) where I was physically and mentally abused, my personal belongings and jewelery were stolen and I had to beg my family to help me escape - but faking a personal outing. Next, the psychiatrist, advised taking me to a hospital in (B)(6), where I was forced, involuntarily, to undergo terrifying shock treatment. I begged for my life, screamed and hung on the wire fence windows until my hands bled but they over-powered me with large nurse men and I was knocked out with drugs against my will. This is torture. I have never been able to forget the trauma they put me through and I escaped from the hospital after begging my husband on my hands and knees to get me out. Through chiropractic care and a medical diagnosis of thyroid problems, I was able to save my life. Today, I am successful business woman but suffered many years of physical rehab as I could hardly walk after what those "doctors???" Did to me without my consent. You may not believe that this is happening in our (B)(6) - but let me assure you - the hospitals are loaded with human "guinea pigs" like me who can't defend ourselves.